Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with insulin. Reportedly, the cartridge was filled with 120 units of insulin and the insulin gauge showed 95 units and remained static. Additionally, it was reported that the customer uses cold insulin in the cartridge. Recommendation was made to fill the cartridge with room temperature insulin per labeling instructions. Customer reported a blood glucose level of 380 mg/dl, which was addressed with a correction bolus. The customer declined to reload the cartridge onto the pump.